Event description:
The guide wire caught on the edge of a newly implanted stent during the attempt to remove the guide wire from the anatomy. Several inflations were made with the stent delivery system balloon and another new balloon until the guide wire finally was able to be removed.